Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise in bipolar configuration. The algorithm switched to high output at 5.0 v and the patient experienced pectoral stimulation. An insulation anomaly was suspected. The lead was capped and replaced.